Event description:
The incident occurred in 2002. The pt has chronic renal failure, and on chronic hemodialysis for 5 years. For the treatment of "arteriosclerosis obliterans with hyperlipidemia", pt started receiving ldl-apheresis in 2001 and 10 ldp-asphereis procedures (one term of the therapy) were successfully conducted. The second term of additional 10 ldl-apheresis was prescribed and started in 2002. The incident occurred on the 4th ldl-apheresis in the second term therapy. The pt died 10 minutes after starting the procedure at 178ml of processed plasma volume. The cause of death was determined as "acute heart failure" by the physician in charge, although the liposorber la-15 system was not totally excluded as cause of death.